Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: delamination, white particles inside of the shell, crease fold, wear abrasion. Leak test was performed and found delamination on diaphragm valve, white particles. A microscopic analysis was performed which identify delamination diaphragm valve. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: delamination.

Event description:
Healthcare professional reported left side "valve delaminated from shell - partial." Device has been explanted and replaced.